Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the buttons on the insulin pump are sticking. Blood glucose value is unknown. The customer declined to replace the device as she has a new insulin pump and would start using it soon.